Event description:
It was reported that during a laparoscopic sigmoid resection, the full tank of co2 was used during a two hour case, due to excessive leaking around the seal. Same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.